Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Seventeen (17) samples were received without their original packaging and with their certificate of safe handling. Functional test: air cuff symmetry test was performed to the units according to procedures and symmetry rule was used. When the samples were inflated with air, the cuff inflated completely. No root cause could be determined since the complaint was not confirmed since the sample successfully passed the cuff symmetry test. No actions taken were performed since the complaint was not confirmed.

Event description:
It was reported that trachs were not inflating symmetrically when tested. No patient injury was reported.